Event description:
It was reported that the pump exhibited error code 45639/0004. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked dso seal and a dented air detector. The tamper seal was broken. A functional test was performed by powering on the device and error code 45639 was present. The reported issue was duplicated as a result, the mpu board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.